Event description:
Additional information received from the consumer reported that they were still having trouble. The health care professional (hcp) reset the stimulation so they were hoping that it worked better soon. To the patient's knowledge, the bladder surgery was not related to the device. They were still having issues.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the implant wasn¿t working since months ago. The patient was not feeling any stimulation at all and the therapy was on set at 3.1v on program 3. The patient was programmed 2 times, but that didn¿t help and the pain across the patient¿s stomach had returned. That was the reason why the patient was implanted and the stimulator did not help that pain in the beginning. When the patient urinated, it hurt like labor pains. The symptoms had gradually gotten worse over time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0td86, implanted: (B)(6) 2015, product type: lead, product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation and a loss of therapeutic effect. Additionally, when the patient did not void regularly she experienced pain, and that pain had returned at the time of this report. The patient called her physician shortly after implant and spoke to someone over the phone that walked her through how to adjust her stimulation, and she had not felt stimulation since. She previously felt stimulation in her left buttocks and had symptom control and no pain. At the time of this report the patient was on program 1 set at 1.7v, and based on the patient's description, her stimulation was on. The patient increased to 2.5v, however, that was too strong, so she decreased to 2.4 and again did not feel stimulation sensation. It was noted that the patient lacked basic understanding of the therapy. At the time of this report that patient no longer had pain with urination, but she still was "going close together" and had concerns with her device or therapy and had an appointment scheduled on (B)(6) 2015. In (B)(6) 2015, the patient again reported a loss of therapeutic effect. The symptoms returned gradually and she didn't know when it started. She was on program 4 at 2 volts. This program worked well and helped with symptoms. The week of this report she felt the most pain. She was in the car for 3 hours and went to the bathroom twice. If the patient doesn't go, she shuts down. She saw a representative on (B)(6) 2015 and had some reprogramming done. The representative said she didn't have a pattern. She was then on program 3 at 3 .1. The patient turned it up to 8.0 volts and felt stimulation in the buttocks. She changed to program 4 at1.9 volts. She was feeling stimulation in the buttock as well. The patient changed to program1 stimulation unknown. She will try to turn it up where she can feel stimulation. One month later, the patient called the manufacturer again to report a loss of therapy and not feeling stimulation. The patient reportedly set stimulation to feel it in the right place, then days later she would stop feeling stimulation and symptoms would return. There was no emi, trauma, or falls related to this issue. It was further reported that the patient felt stimulation in the correct location. On different programs she felt stimulation in her left buttock. The patient did not adjust her device at the time that this additional information was reported as she had recently adjusted her device and resolved the issue herself. The patient simply wanted to know if there was an upper limit to the stimulation settings. The patient liked program 4. When frequency symptoms return the patient is able to adjust and feel stimulation again and get symptom relief. In (B)(6) 2015, the patient reported that she had a loss or change in therapy. The patient indicated the device stopped working for her about a month post implant. She said she would have a little pain on and off, but would have a lot of pain when she could not urinate. In (B)(6) 2015, the patient met with the manufacturer representative who "got it going" and could feel the pulse but then the pain returned. In the same month, the patient went to the ER because she was in horrible pain and could not urinate. The patient said she was scheduled for bladder surgery on (B)(6) 2015. The indication for use is gastrointestinal/pelvic floor. Patient outcome is unknown at this time and follow up is being attempted to obtain additional information. Should additional information become available, a supplemental report will be filed.